Manufacturer narrative:
This correction report is to clarify that regulatory report # 8020889-2017-05143 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that anesthetist intubated and inserted tube into patient's airway, went to retract bougie and felt resistance, upon checking the part of the tube that joins had shaved little bits off of the bougie and these blue shavings could be seen inside the tube. The customer reported that he product was tested prior to use and it was unknown if the product was treated with disinfectant/cleaning solutions. They reported that a patient was involved, but no injury has been reported at this time.